Event description:
During device replacement for normal eri, it was noted that the header wire had eroded through the device header. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The device was received for evaluation. Visual examination was performed and revealed, scratches were observed on the header, and the rf antenna wire was broken. The damage appeared consistent with implant/explant damage.